Event description:
The patient reported that the ok button was not responding with every button press. The patient reported that the ok button felt flat. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.